Manufacturer narrative:
(B)(4). The customer returned one product lidstock and arterial catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed a small slit adjacent to the distal tip of the catheter. The edges appeared smooth and blunt. The catheter contained one small slit 2 mm (ruler: (B)(4)) from the distal tip. The total length of the returned catheter body measured to be 1.574" (ruler: (B)(4)) which is within specifications of 1.541-1.581" per product drawing. This indicates that the entire catheter body was returned for analysis. The outer diameter of the returned catheter measured to be 0.0465" which is within specifications of 0.044-0.047" per product drawing. The inner diameter of the returned catheter (measured from the proximal end) measured to be 0.033" which is within specifications of 0.031-0.034" per product drawing. This indicates that the wall thickness measured within specifications. The returned catheter was flushed using a water-filled lab inventory syringe. Water leaked from the slit adjacent to the distal tip. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a sheared catheter was confirmed by complaint investigation of the returned sample. The catheter contained a small slit with damage consistent with coming into contact with a sharp object. The catheter passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the anesthesiologist inserted the needle into the artery. While advancing the wire they met resistance about 3/4 of the way in. After some attempts at trouble shooting they pulled the whole device out and noticed the tip of the catheter was sheered. They tried to gain arterial access on the patient 5 additional times with different ra-04020's and the outcome was the same. They also mentioned they used ultrasound to scan the vessel for obstructions but nothing was found." It was reported damage was caused to the artery due to multiple attempts and surgery was required to repair the artery. The patient's condition is reported as fine.